Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found broken from the remaining catheter and not returned. Testing/analysis: the total length (measured up to the proximal marker band) was measured to be ~153.1cm, and the usable length (up to the proximal marker band) was measured to be ~145.1cm which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ and ¿marker band dislodge¿ were confirmed. Customer reported shaping had occurred; however, the tip does not appear to be shaped. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or due to resistance. In addition, if the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. The break edge exhibits jagged edges, indicative of a tensile failure. However, the root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. During surgery. X-ray CT scans revealed increased intracranial hemorrhage, significant hemorrhage throughout the ventricles, and significant obstructive hydrocephalus. The patient is currently under monitoring and treatment in the neurosurgical intensive care unit (ICU), with stable vital signs at present.

Manufacturer narrative:
Supplemental was submitted for new information: b5, h2 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient had an irregular left cerebral bifurcation aneurysm measuring approximately 6.2 x 4.45 x 3.3 mm. No symptoms were reported prior to the event. Following the aneurysm rupture, the patient became unconscious and fell into a coma. After extraventricular drainage, the patient remained unconscious, endotracheal intubation was performed, and her vital signs were stable. Angiography was performed. The cause of the dislodgement was not determined. After the problem wasdiscovered, an in vitro inspection of the catheter tip revealed a defect. No difficulty was reported in navigating into the aneurysm, and no resistance was felt during the procedure. The missing distal marker contributed to the rupture, as the distal marker was not visible, making the catheter position uncertain, and the catheter ruptured during delivery. It is unknown whether the missing marker band remained in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for middle cerebral artery aneurysm. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery, with 8mm diameter. It was reported that during the procedure, under fluoroscopy, while the echelon microcatheter was being super-selected into the aneurysm cavity guided by the micro-guidewire, only one marker point was visible at the distal end of the microcatheter, making it impossible to confirm the distal position. During the operation, the aneurysm ruptured. Another catheter was used instead to continue the embolization procedure. The withdrawn echelon catheter tip was found to have a missing distal radiopaque marker band and was dislodged. The catheter was sent back for evaluation. The catheter tip is shaped as indicated in the IFU. A treatment with extraventricular drainage intervention was required. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.